Event description:
A total of 3 implants were placed. Dr did not have pt records, dates, causes, etc. Available. Implant site #25, was removed 2 1/2 weeks after replacement. Date of occurrence unknown. 1 implant is still ok. One person affected.